Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. A rv lead dislodgement was suspected. The device was reprogrammed as a interim solution. A revision procedure is anticipated but not yet scheduled. That patient was stable and will continue to be monitored.